Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Per the indication for use section of the mitraclip system IFU, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The user error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device; however, there is no indication that the off-label use of the mitraclip device influenced the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Three mitraclips were implanted, reducing tr to 1-2. The clips remained stable on the leaflets. However, after nearly 5 minutes post procedure a single leaflet device attachment was noted on the second clip. The clip detached from the septal leaflet and remained attached to the anterior leaflet. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.